Event description:
It was reported that the device was difficult to remove. A 1.50mm rotapro was selected for use in an atherectomy procedure in the left anterior descending (lad) artery. The 90% stenosed target lesion was approximately 10-15mm in length and 3mm in diameter. Ablation was performed a total of 10 times (145 seconds in total). Rotation speed was set to 200,000rpms. During ablation inside of a previously placed non-boston scientific stent, the burr stopped rotating and the console displayed a stall message. The device was unable to rotate in both normal mode and dynaglide mode. The device was removed from the body without rotation and by forcibly pulling the device. Outside the body post-removal, the device was still unable to rotate and a noise was heard. A gas leak from the gas line advancer connector was observed. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.